Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The cement reservoir features the black rubber luer lock plunger in front of a limited amount of cement residue. The rubber plunger does not appear to be deformed, broken, or twisted inside the cement reservoir. No other defects were found. This may happen if the reservoir cap is accidentally placed onto the reservoir before mixing and transferring the cement into the reservoir. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the cement not being transferred properly cannot be determined from the samples and the information provided. A potential root cause may be accidentally placing the reservoir cap onto the reservoir before mixing and transferring the cement into the reservoir. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that dr. (B)(6) did a vertbroplasty with a needless confidence kit (283910000). I was not present at the case. (B)(6) (operating room manager) called me to inform me on the issue. I spoke to (B)(6) and dr. (B)(6) on the phone about the incident. Dr. (B)(6) opened two kits due to the original kit not deploying cement. The staff then opened a second kit and attached the vial cap of the second kit onto the original cement vial. Dr. (B)(6) noticed the water solution in the hydraulic pump deployed into the vertebral body along with the cement. Dr. (B)(6) would like to know if the water solution will interfere with the cement setting, if the solution is sterile, and if its safe to be implanted into the patient customer reference/po/service --> n/a, if other, describe --> vertrbroplasty, was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> not sure, was not present in procedure, action taken when event occurred? --> opened a second kit , was procedure successfully completed? --> yes, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown.